Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Investigation is pending.

Event description:
Customer reported amicar was infusing to pt. The tubing was leaking near where it sits into the pump. There was no pt harm or medical intervention required. Customer stated that no add'l event or pt info is available.